Manufacturer narrative:
Device not returned, so tested parts held in stock manufactured at a similar time. Some parts dimensionally incorrect / out of tolerance. Some parts exhibiting flash.

Event description:
2 x humification chambers in separate 038-31-601u kits started filling then after a few hours stopped filling. Opened port, squeezed bag and made sure clamp was open. The two chamber incidents happened 2 days apart. Replaced the chambers. Discarded chambers so not available for return.